Event description:
It was reported that the ventilator failed the flow transducer during pre-use check. There was not patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device was investigated at the hospital by our field service engineer. The reported issue was resolved by replacing the nozzle units of the gas modules. After the replacement, the unit passed several pre-use checks without generating any more errors. The replaced nozzle units were not returned for investigation. According to the received service order, preventive maintenance was preformed a bit more than one month before the reported date of event, this procedure includes replacement of the nozzle units. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The failure of this part might lead to the reported issue. Our conclusion into this matter, based on the received information, is that the correct part was replaced but the root cause of the event cannot be determined. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).